Event description:
Per the information provided to co by the physician's office, the device was removed due to "pump tubing failure." As reported to co, only the pump was removed and replaced, leaving the rest of the device in place.